Manufacturer narrative:
The device and ra lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker issued an alert for a high, out-of-range pacing impedance measurement on the right atrial (ra) lead of greater than 2,000 ohms. The lead safety switch (lss) tripped due to this measurement. The patient was brought to the clinic for evaluation of the ra lead. Pacing impedance measurements during manipulation and arm movements were greater than 3,000 ohms. The lead was tested in the unipolar configuration, with good values observed. Technical services discussed keeping the ra lead programmed to unipolar pacing. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker issued an alert for a high, out-of-range pacing impedance measurement on the right atrial (ra) lead of greater than 2,000 ohms. The lead safety switch (lss) tripped due to this measurement. The patient was brought to the clinic for evaluation of the ra lead. Pacing impedance measurements during manipulation and arm movements were greater than 3,000 ohms. The lead was tested in the unipolar configuration, with good values observed. Technical services discussed keeping the ra lead programmed to unipolar pacing. No adverse patient effects were reported. Additional information was received. One year later, it was reported that the ra and right ventricular (rv) leads had high, out-of-range pacing impedance measurements, with episodes showing noise. Both leads were surgically abandoned and replaced. The existing pacemaker was connected to the new leads and normal lead measurements were observed. The device remains in service with no further issues reported. No additional adverse patient effects were reported. The entire pacemaker system was explanted and was returned to boston scientific in october 2020. No information about the explant was available. Laboratory analysis was performed on the returned device.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Boston scientific received information that this pacemaker issued an alert for a high, out-of-range pacing impedance measurement on the right atrial (ra) lead of greater than 2,000 ohms. The lead safety switch (lss) tripped due to this measurement. The patient was brought to the clinic for evaluation of the ra lead. Pacing impedance measurements during manipulation and arm movements were greater than 3,000 ohms. The lead was tested in the unipolar configuration, with good values observed. Technical services discussed keeping the ra lead programmed to unipolar pacing. No adverse patient effects were reported. Additional information was received. One year later, it was reported that the ra and right ventricular (rv) leads had high, out-of-range pacing impedance measurements, with episodes showing noise. Both leads were surgically abandoned and replaced. The existing pacemaker was connected to the new leads and normal lead measurements were observed. The device remains in service with no further issues reported. No additional adverse patient effects were reported.